Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zlb00, was performed on the eye of a female patient because she could not tolerate the multifocal lens. The replacement lens was a non-amo monofocal lens. The patient is doing well and the explant was performed without incident. There was no incision enlargement or vitrectomy reported. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection using a using 12x microscope magnification revealed no anomalies on the lens. The customer's reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.